Manufacturer narrative:
Batch review performed on 26 october 2018. Lot 144982: (B)(4) items manufactured and released on 02 december 2014. Expiration date: 2022-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 3 years and 4 months after the primary. The pathogen is unknown. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully.